Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap sponge had inadequate iodine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Feb. 20, 2015 - feb. 27, 2015. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection and functional testing were performed and identified the presence of iodine. The reported issue was not verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.